Event description:
Medtronic received a report that three concerto coils would not advance in microcatheter very far before getting stuck. Only would advance just past the hub. It was reported there was coil resistance/stuck in the proximal section of the catheter. The coil (lot # 227937283) did push smoothly out from the introducer sheath. No patient symptoms or further complications were reported as a result of this event. Additional information was received reporting the cause of the resistance was not determined.

Manufacturer narrative:
H3:equipment used: vis (m-85519), 203cm ruler (m-83360) document used: n/a as found condition (condition of returned device): 3 concerto implant coils were returned within a shipping box; within an opened plastic bag; within their opened concerto coil outer cartons; within their opened concerto coil inner pouches and within dispenser tracks. The unknown micro catheter used in the event was not returned. Visual inspection/damage location details: (pli-10) the concerto implant coil was returned out of introducer sheath. The concerto coil pushwire was found to be kinked at ~ 166.0cm from proximal end. The implant coil was found to be stretched and damaged. The shield coil was found to be intact. All other subassemblies appeared to be normal, and no other anomalies were observed. (Pli-20) the concerto implant coil was returned within introducer sheath. No bends or kinks were found with the concerto coil pushwire. The implant coil was found to be stretched and damaged. The implant coil was unable to be pushed out from introducer sheath for further analysis as it was found to be stuck. All other subassemblies appeared to be normal, and no other anomalies were observed. (Pli-30) the concerto implant coil was returned without introducer sheath. The concerto coil pushwire was found to be broken at ~143.3cm from proximal end. The distal assembly was found to be broken and not returned. No other anomalies were observed. Testing/analysis (including sem reports): the concerto coils could not be used for resistance testing with an in-house micro catheter due to their damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed and the root cause could not be determined. Possible causes for coil resistance in catheter are, but not limited to, use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the concerto coil prior to use, and lack of continuous flush during delivery. The model or lot number for the unknown catheter were not provided; therefore, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.